Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was mis-use intentional. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a missing minicap, which occurred on the home choice (hc), during use. The home patient (hp) stated that when they were ready to connect for that nights therapy, he noticed that there was no mini-cap to remove. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's wife on (B)(6) 2011 in regards to a report of a missing minicap. She said that he did not put on a minicap after he had finished therapy in the morning and he did not realize it until he was about to connect for therapy that night. He did not connect and he called the nurse right away soon after having called baxter. The nurse replaced his transfer set and also gave him antibiotics for precautionary measures. She said he has not developed anytype of illness or injury as a result of not having put on a minicap. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury.